Event description:
After coronary angiogram was performed, a 6-french jr4 guide catheter was inserted and advanced and engaged into the right coronary ostium. Bolus and drip of angiomax started. A short bmw was inserted and advanced into the right coronary artery passed the aortic stenosis into the distal right coronary artery -rca-. Attempt was made to do a primary stenting by advancing a 2.5 x 18 mm cypher stent. At this time, it was not able to cross. Upon removal of the stent from the coronary artery, the stent stuck in the tip of the guide catheter and the surgeon felt that there might be a possibility of stent dislodgement from the balloon. The guide catheter with the stent and the wire everything was pulled back slowly across the aortic arc and eventually into the right groin area. The system was removed hoping to rescue the stent. After removing the sys, the stent could not be found. X-ray monitoring of the vascular system eventually showed that the stent was dislodged into the right infrapopliteal area into the tibialis artery bifurcation. At that time, we proceeded with coronary intervention. Another jr4 guide catheter was inserted and advanced and engaged into the right coronary ostium. A short bmw wire was inserted and advanced into the distal right coronary artery. Eventually, a 2.5 x 12 mm maverick balloon was inserted and inflated at the site of the stenosis. The pt developed st elevation in the inferior wall and some chest pressure. The balloon was deflated and we noticed some slight coronary dissection. Flow was maintained. The balloon was removed and promus stent, 2.5 x 15 mm was inserted and deployed at the site of the stenosis in the mid coronary artery. That stent covered the area of the dissection as well as reducing the stenosis to almost 0%. Final angiographic pictures showed patency of the artery with vessel and normalized cardiac monitoring. Intracoronary nitroglycerin was also at one point in time injected. At the time, coronary artery intervention was terminated and we proceeded with peripheral intervention to remove the stent from the right tibial area. Interventional radiology was called in and another access point in antegrade fashion was used in the same area, i.e. The right groin. Another 6-french sheath was inserted and glidewire was inserted through that area. Snare catheter was inserted and positioned distal to the area of the stent dislodgement into the bifurcation of the tibialis artery. The snare wire was pulled out and was able to capture the stent. Stent and snare wire and the catheter were all removed from the 6-french sheath without any complications. Final angiographic picture of the right leg did not show any damages to the patency of the vessel. At that time the procedure was terminated.